Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: frame/structure frame/weld broken. Drive arm tube tore. Complaint of frame snapped at the weld where the head motor mounts to the frame was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: frame/structure frame/weld broken. Drive arm tube tore. The provider states the where the head motor mounts to the frame is completely snapped at the weld. He states the end user is within the weight capacity and doesn't know how this issue occurred.

Manufacturer narrative:
A returned was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The provider states where the head motor mounts to the frame is completely snapped at the weld. He states the end user is within the weight capacity and doesn't know how this issue occurred.